Event description:
A healthcare worker experienced white spots on their right hand index finger and thumb, and their left hand little finger after removing wet items from a load after a completed cycle. The worker went to the employee health department in the ER and their symptoms resolved within three hours. The vaporizer plate was in place.